Event description:
The dentist indicated that the implant healing abutment fractured during removal and the patient subsequently ingested part of the component.

Manufacturer narrative:
Upon visual inspection, it was found that the thread portion on this abutment has fractured. The device history report review did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.